Event description:
It was reported that six days following a coronary artery drug eluting stenting treatment procedure a thrombosis occurred. Prior to the initial coronary artery drug eluting stenting procedure the patient was admitted through the emergency room for an acute anterior myocardial infarction. The patient failed thrombolytic therapy and continued to have chest pain with EKG changes. Emergent heart catheterization showed diffuse disease of the right coronary artery (rca) and total occlusion of the proximal left anterior descending (lad). A 6 fr cls guide catheter was advanced through the sheath in the right femoral artery to the ostium of the lef main artery. With significant difficulty the physician was able to cross the area of total occlusion in the lad with a choice pt wire. The lesion was predilated using a maverick balloon inflated to 6 atmospheres. A 3.0x20mm taxus express2 drug eluting stent was deployed to 16 atmospheres for 45 seconds. During the procedure the patient became nauseated with projectile vomiting. Phenergan was given. Angiography showed adequate deployment of the stent; however, the distal portion appeared to have significant thrombus. A series of 4 aspirtaions using a "quick cat" resulted in obtaining a small to medium amount of "likely" thrombus. Final angiography revealed the stent was deployed well; however, there was still some delayed flow and moderate stenosis in the mid to distal portion of the vessel. The procedure was ended with the patient in stable condition. The patient was transferred to the ccu and prescribed aspirin and plavix. Six days later the patient returned to the cardiac catheterization lab from the coronary care unit due to recurrent chest pain. Angiography revealed that the lad was totally occluded at its origin from the left main at the stent deployment site. Following placement of a 6 fr jl-3.5 cls guide catheter (guide engagement was good) there was significant difficulty in crossing the lesion with a wire and after attempts with multiple wires eventually a whisper wire crossed. Balloon angioplasty using maverick balloon sizes 2.25mm and 2.5mm was done in multiple sites throughout the lad. Clot extraction using a quick cat catheter was performed. There was some distal flow throughout the case; however, there was remaining diffuse thrombosis. It is noted that the patient was given a full dose ot intravenous and subcutaneous lovenox just prior to the case. There was suspician of thrombus and when the guide catheter was removed diffuse thrombus throughout the whole guide catheter and wires was seen. It was felt that any further attempts at intervention would be too dangerous with respect to the high stroke risk. The procedure was discontinued. The patient was hemodynamically stable and having no signicant ectopy, neurologic exam was intact; the patient was returned to the ccu with plans to evaluate the patient for a hypercoagulable state. Patient was continued on aspirin, nitrates and plavix.